Event description:
As reported by our Edwards Japanese affiliates, approximately 3 years and 8 months after a transfemoral transcatheter aortic valve replacement procedure with a 23 mm SAPIEN 3 valve in the aortic position, the patient presented with dyspnea. Computed tomography (CT) revealed calcification attached to the valve leaflets, and the patient was diagnosed with structural valve deterioration (SVD). The mean/peak gradients were reported as 35-50 mmHg. Due to stenosis and calcification, it was determined that the patient required intervention and underwent a valve-in-valve procedure with a 23 mm SAPIEN 3 Ultra RESILIA valve. The new valve was reportedly implanted successfully, and the procedure was completed without any issues. The patient's final outcome was reported as stable.

Manufacturer narrative:
D4: Device UDI: (b)(4). Investigation is ongoing.